Event description:
A facility representative contacted baxter to report a colleague infusion pump that had failure code 814:04 occurred during biomedical service. The event occurred during infusion which caused an interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.09.90, categorized as remediated.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for this reported condition. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of failure code 814:04 was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Manufacturer narrative:
(B)(4). The sample receipt date was inadvertently omitted from the initial report. Additional information: during a review of the event history, it was discovered that failure code 814:04 occurred on (B)(6) 2010 not on the reported occurrence date of (B)(6) 2010. A follow-up report will be submitted if additional information becomes available.